Event description:
The customer reported scope communication error involving an olympus xenon light source. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the scope communication error was caused by a worn out connector socket. The most probable cause of the complaint was traced to a component failure. Date of event is unknown. Additional information will be provided if available should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device